Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative there was degradation of the micturition status accompanied with repetitive urinary infection since (B)(6) 2016. The device was reprogrammed on (B)(6) 2016 and the event resolved on (B)(6) 2016. Medical history included idiopathic functional urinary incontinence since 2005.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0208786726, implanted: (B)(6) 2015 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resolution date changed from (B)(6) 2016 to (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was assessed as not serious, not related to the procedure, and related to the stimulation.